Event description:
Ethisorb used during original surgical procedure. 8 years later was thought to be explanted due to recurrent nose bleeds and a blocked nose. Action surgeon took to resolve the issue: remove the visible item from the patient and send for investigation.

Manufacturer narrative:
Gtin: not known as the product code was not provided. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number was provided; therefore, neither an evaluation of the device nor a review of lot records could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. Trends will be monitored for this or similar complaints. No further action is required. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Device not available.